Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was observed to be in normal eri. Additionally, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The device was explanted and replaced, and the new device was reprogrammed to ddir mode to resolve the event. The patient was stable and will continue to be monitored.